Event description:
It was reported that there was a malfunction on the pump, specifically "malf 9." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to reset the pump, which successfully resolved the issue without the malfunction recurring, allowing continued use of the pump.